Manufacturer narrative:
The t:slim g4 pump user guide states: never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer performed a filled tubing while still connected at the infusion set site during the load process. The customers blood glucose (bg) level was reported to be (200 mg/dl). The customer was unsure on how many units were delivered while connected. The customer stated that bg's would be monitored and declined tandem technical support follow up.